Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 450 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer stated that their insulin pump was not working. The customer did not troubleshoot and did not send the product back for analysis.